Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation issue with a minicap transfer set. The transfer piece disconnected from the attached tubing. The transfer set tubing was still connected to the catheter, but the plastic transfer piece came off. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.